Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-3240-5027 serial/batch number (B)(6) was received for investigation. No functional test was performed for this device as the lit-021 arthrex 950-0031-00 k IFU arthrex light guides. Warnings and precautions. Warning: risk of burns! The optical fibers emit high-energy light at the distal end of the fiber-optic cable. This can cause the temperature of the body tissue to rise to 106 °f (41°c). Visual evaluation did not find issues. No problem found.

Event description:
It was reported that during an arthroscopy surgery the device got extremely hot at the end where it is attached to the optics and then also smelled burnt. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.